Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9345001. Medical device expiration date: na. Device manufacture date: 2020-01-31. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd safe-clip¿ needles are not being clipped. The following information was provided by the initial reporter: consumer called in to follow up with complaint. He stated that two of his safe-clip needle clippers are not clipping the needles. He was able to provide the lot number for one of the devices, the other one has been discarded.

Manufacturer narrative:
Investigation summary: customer returned a safe clip. The device features some visible external wear. A spare pen needle was used to test the safe clip¿s sharpness. The safe clip was only capable of bending the needle where it was inserted into the there is no external damage, but the port for needles to be placed in and clipped has become clogged with metal fragments, most likely other needles. From observations, the device may have become clogged during regular use after numerous uses. A review of the device history record was completed for lot # 9345001. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. The root cause of the device not clipping is most likely wear and tear over many uses after numerous needles were clipped by the device over the course of its lifetime. H3 other text : see h10.

Event description:
It was reported that while using bd safe-clip¿ needles are not being clipped. The following information was provided by the initial reporter: consumer called in to follow up with complaint. He stated that two of his safe-clip needle clippers are not clipping the needles. He was able to provide the lot number for one of the devices, the other one has been discarded.